Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a broken system controller. Additional information received on 24nov2020 indicated that there was a broken pin in the cable of the controller. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿broken system controller¿ was not confirmed as no damage was observed on the returned system controller (serial number: (B)(6). Visual inspection of the returned controller revealed that it was in unremarkable physical condition. The returned controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The downloaded log file contained approximately 1 day of relevant data ((B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The data in the log file did not indicate any issues with the system controller. No notable alarms were observed in the log file. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings of dim pump running leds were found. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ provides a guideline for properly connecting and disconnecting the power cable connectors. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 21jan2019. No further information was provided. The manufacturer is closing the file on this event.